Event description:
It was reported that this right ventricular (rv) lead exhibited t-wave oversensing. Additionally, chronic low ventricular sensing amplitudes were observed. Technical services (ts) was contacted for programming recommendations, and later noted that the physician might want to consider new lead placement. There were no adverse patient effects reported. This device remains in service.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited t-wave oversensing. Additionally, chronic low ventricular sensing amplitudes were observed. Technical services (ts) was contacted for programming recommendations, and later noted that the physician might want to consider new lead placement. There were no adverse patient effects reported. This device remains in service. Additional information received indicates the clinic has decided to continue to monitor this patient, and no changes have been made. Should additional follow-up information be received in the future, an updated report will be issued as needed.